Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention the filterwire was moved and a new lesion formed. The procedure was treating a vein graft to the rca (right coronary artery). The technician reportedly moved the wire back during the procedure causing what appeared on angiography to be a lesion distal to the placed stent. Another stent was placed to cover the area with no patient complications. The patient was reported to be fine.